Event description:
Boston scientific received information that the patient was playing with a magnet in close proximity to their device and heard tones. Boston scientific technical services (ts) was consulted and explained that if the patient heard tones, their device may not be capable of delivering tachy therapy and the device should be interrogated. No adverse patient effects were reported.

Manufacturer narrative:
The field fhas been contacted for additional information and resolution, but none is available at this time. This report will be updated when further information is received.